Manufacturer narrative:
The reported event that combination reamer assembly omega standard was alleged of 'bone damaged' could not be confirmed since the returned device is conforming to specifications and fully functional. Based on investigation, the root cause was attributed to be user related. The failure was most likely caused by a not tight enough locking of the reamer or a locking in an incorrect position. The failure mode was not able to be confirmed based in the functional inspection. The device was locked at different length measures and remained in its position in every case. No axial displacement occurred. In addition to this, biomechanical reports confirm that, with a power tool, no axial displacement occurs as well. The sopper in rare cases might get loose, nevertheless, no displacement occurs. The ifus states that " in the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure." Thus, during the intervention, if needed,the stopper should have been checked to assure that it is correctly closed.

Event description:
The customer reported that during a case carried out by using the omega chs equipment, the lag screw combination reamer did not function correctly and the reamer reamed through the femoral head. The customer stated the patient was ok. The procedure undertaken was a right dhs. Guide wire had been inserted, 110mm measurement had been selected to ream. This had been selected on the reamer assembly and then locked in position and checked by the scrub nurse and had been passed to the surgeon to check. They were satisfied that this had been performed correctly. Reaming then occurred over the guide wire. Upon checking the x-ray image the drill and guide wire had perforated the femoral head, but the barrel reamer had slid towards the drill and had not reamed. There was an approx 10min delay. The consultant surgeon was asked to attend theatre and he advised to turn the guide wire round and re-insert and continue to use the same combination reamer under continuous x-ray. No comment was made on the potential complications due to the event during the case. The rest of the procedure proceeded as per operation technique.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that during a case carried out by using the omega chs equipment, the lag screw combination reamer did not function correctly and the reamer reamed through the femoral head. The customer stated the patient was ok. The procedure undertaken was a right dhs. Guide wire had been inserted, 110mm measurement had been selected to ream. This had been selected on the reamer assembly and then locked in position and checked by the scrub nurse and had been passed to the surgeon to check. They were satisfied that this had been performed correctly. Reaming then occurred over the guide wire. Upon checking the x-ray image the drill and guide wire had perforated the femoral head, but the barrel reamer had slid towards the drill and had not reamed. There was an approx 10min delay. The consultant surgeon was asked to attend theatre and he advised to turn the guide wire round and re-insert and continue to use the same combination reamer under continuous x-ray. No comment was made on the potential complications due to the event during the case. The rest of the procedure proceeded as per operation technique.